Event description:
Our rep is reporting to us that a patient underwent a successful arthroscopic shoulder repair with the use of 1 healix br 5.5mm anchor (mitek device medial) and a bioswivel (sic) (arthrex device lateral) sometime in early 2011, possibly in (B)(6). Subsequently at some point in time, the patient presented with pain and lack of range of motion. Through mris, it was discerned that there was indication of substantial osteolysis medially, around or in the area of the healix device. A re-surgery was performed on (B)(6) 2012; at this re-surgery, the surgeon observed that the healing was compromised; he did not remove the healix, however, he used another of the competitor's (arthrex) devices for re-fixation. At this point in time, this is all of the information supplied to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device identification, nothing has been forthcoming, no additional information other than what was originally reported has been received. We cannot tell anything from this; a root or underlying cause cannot be discerned or determined. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.